Manufacturer narrative:
Lead: model 3387s-40, lot #v550608, implanted: (B)(6) 2010, explanted: na. Lead: model 3387s-40, lot #v550608, implanted: (B)(6) 2010, explanted: na. Extension: model 37085-60, serial (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 37085-60, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Adaptor: model 37092, lot #232930001, implanted: (b)64) 2010, explanted: na. Programmer: model 37642, serial #(B)(4). (B)(4).

Event description:
It was reported that high impedances were seen on the patient's implantable neurostimulator (ins). Specifically, when tested at 3 volts, electrode combinations of case(c)<(>&<)>10, c<(>&<)>11, #8<(>&<)>10, 8 <(>&<)>11, 9<(>&<)>10, 9<(>&<)>11, and 10<(>&<)>11 all showed values of >40,000 ohms. X-rays that were taken showed that the adaptor extension was not fully inserted into the ins. Additional information was requested, but was not available at the time of this report.